Manufacturer narrative:
Five pictures of a portex general anesthesia breathing circuit were received for evaluation. In picture 3 and 4, it was observed, that the circuit had a tear. One disposable anesthesia breathing circuit sample unit from part number c37101307j. And unknown lot number was received in used condition, without its original package. The sample was visually inspected at a distance of 12" under normal lighting in order to detect any damage on the unit. It was observed, that the sample had a tear. Based on the sample provided and the physical evaluation, the most probable cause, is that the product became damaged after it left the manufacturing facility. Corrected data: patient code.

Manufacturer narrative:
(B)(6). Device evaluation: device evaluation in progress.

Event description:
It was reported that a leak was detected in the breathing circuit. This was noticed during a pre-use check. There was no patient involvement.